Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the image is distorted on screen which makes the picture difficult to see. It was furthermore stated that this was notice during a patient procedure, but there were no adverse consequences and the procedure was successfully completed. No negative impact in state of health reported. Additional information was received on 25-apr-2025. Regarding the reported error it was stated "no image output and screen displayed with multiple lines flickering when the camera was used on the patient". Furthermore, it was confirmed again that the procedure was completed successfully and the patient got discharged home safe, but it was also indicated that the procedure was prolonged between 30 and 60 minutes.